Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. It was found that the upstream occlusion sensor (uso) seal and sensor were damaged. Fluid ingression was also found on the downstream occlusion (dso) sensor. Due to the extensive nature of liquid damage, the pump was determined to be beyond economical repair.

Event description:
The device was returned due to there being a red screen with error code 41100 3565. The results of the investigation found that the upstream occlusion sensor (uso) seal and sensor were damaged. There was no patient involvement.